Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test and prime test. However, insulin pump received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm noted. Insulin pump was unable to perform excessive no delivery due to motor error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently ,it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery and another error. The blood glucose reading was 183 mg/dl. The customer stated that he had reached the fill cannula procedure, and the insulin pump alarmed an error again. Upon troubleshooting, the customer stated that he did not see a no reservoir alert and received the no delivery alarm again. Advised replacement of the insulin pump. Nothing further reported.